Manufacturer narrative:
We checked the returned unit and confirmed that the cmos-m with drive pcb blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the cmos-m with drive pcb. In addition, we confirmed that the cmos-m with drive pcb cloudy (not clear view), the led cover glass cracked, the light emitting diode(led) failure, the suction channel kink, the angle wire grinding, and the light emitting diode(led) blackout; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (blackout).